Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information received that the reason for revision was for patient needed the ability to get mris. No device malfunction was suspected. The patient was doing well postoperatively and the explanted ipg was not return per hospital policy.